Event description:
The patient was implanted with an ipg on (B)(6) 2006. It was reported that he lost stimulation. The patient's ipg was explanted on (B)(6) 2010 and has been returned to the manufacturer for analysis. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.